Event description:
Follow up reported the patient was seen (B)(6) 2013. Impedance tests were run and it was noted the battery was functioning normally. The device was then shut off because the patient didn¿t have a programmer. The patient was instructed to contact patient services for a new programmer. The patient¿s battery is nearing end of life but patient is unable to have a replacement at this time.

Event description:
When contacted for follow up information, the patient reported that they still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported where the patient had their implant by their pelvic area they were having a lot of pain, it hurt really bad and there was swelling in their back along their spine especially where they inserted it and cut it. It was noted this started sometime in 2004 or 2005 and they had been complaining to their primary care physician. It was stated the patient wanted to see if they could get another controller because the patient had to find out if it was dead or not. Reportedly, the patient got electrical jolts down their left leg, back, and right arm that started back in 2004 or 2005 but it got worse. It was stated the patient was going to have their device interrogated to see if it was still working. It was later reported the patient was scheduled for an appointment on (B)(6) 2013. Additional information stated the patient hadn¿t had their programmer in years and their implantable neurostimulator (ins) hadn¿t been working. It was reported the patient had pain in their leg and their status was reported as no injury. It was later reported the patient had swelling at their implant site since 2004 and when it swells they had a hard time breathing and had to be rushed to the hospital. It was noted when the patient would get to the hospital there was nothing they could do. It was stated the patient had been getting a jolting sensation since 2004 and as time goes on it gets worse and the patient stated ¿maybe it is the bullet fragments.¿ reportedly, it bothers the patient worse when it rains. It was noted the patient met with their manufacturer representative the day of report and when they were doing reprogramming all of a sudden the patient felt a tingling on their left side. It was stated the representative shut their device off and the patient said they couldn't turn it on because the patient didn¿t have a programmer. Reportedly, the patient was told by their doctor that their ins needed to be moved. Additional information stated the patient¿s battery was still functioning and their device was turned off. It was stated the patient was instructed to request a new programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# l37074, implanted: (B)(6) 1996, product type: lead. Product ID: 3487a, lot# l37074, implanted: (B)(6) 1996, product type: lead. (B)(4).